Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for instability/dislocation at 1.5 months post-operative. Original stem and baseplate left in place. Insert pe dia.42 (+9) and glenoid sphere centered 42mm were placed. Patient ID: (B)(4).